Event description:
The patient presented to the electrophysiology clinic for a routine ICD follow up. The patient stated he had received a shock from his ICD this morning. The interrogation of device revealed a fractured right ventricular lead.